Event description:
It was reported that the same roller pump (as on MDR #1828100-2015-00234) had stopped without command and without an alarm. There was no noise reported. The pump was used as a sucker with volume on 1.5-1.7 liters per minute (1/min). No other details regarding the nature of this event were provided.

Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00234. Local technician performed a first inspection: start / stop pump (shortly): worked without the noise. Start / run five minutes /stop shortly: same result. Open pump and look for mechanical damage or obstacles' or loose parts: nothing found. Race rotation lever had some substance which was difficult to remove (side rotating locker system was hard to move: after cleaning, the locker push button goes normally).

Event description:
Additional information: the device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. Diligence attempts in retrieving the roller pump were unsuccessful. The local service technician that tested the unit provided troubleshooting information. The technician stated that the last preventive maintenance (pm) was in (B)(6) 2014/ (B)(6) 2015. The pump ran overnight and no issues were found. No additional action will be taken at this time.

Manufacturer narrative:
The reported complaint could not be duplicated during laboratory evaluation. The product surveillance technician (pst) observed no jumping, jerking, abnormal noises or stopping of the roller pump throughout testing. The support device was sent to service for further evaluation.

Manufacturer narrative:
The reported complaint was not confirmed. Data logs were returned but don't start until (B)(6) 2015, where the customer complaint occurred (B)(6) 2015, and are therefore not useful for this issue. The service repair technician (srt) performed functional testing and observed the customer pump to operate as intended. The srt replaced the membrane display as a precautionary measure and performed preventative maintenance inspection and verification/release test. The unit operated to manufacturer specifications and will be returned to the customer. No additional action will be taken at this time.